Event description:
String came off my vag....left cotton inside- vagina [foreign body in reproductive tract] went to remove my tampon and the string ripped right off and left cotton inside [complication of device removal]. String ripped off- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string ripped off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.